Event description:
During preparation for use for a cardiopulmonary bypass procedure, the pump console displayed a message indicating that the backup batteries may not have powered the pump system as expected. There were no adverse consequence to the patient as a result of this event.